Event description:
Information received indicates when the brake pedal is set, all four wheels swivel and roll.

Manufacturer narrative:
The technician adjusted the brake at the casters to repair the stretcher.